Manufacturer narrative:
Site reported bilateral patient had the light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Both of the lenses were explanted (right eye explanted (B)(6) 2021; left eye explanted (B)(6) 2021). Rxsight's awareness date was 8/10/2021. The device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4), lot number: l07-001723, implant date: (B)(6) 2021, mfg date: 7/9/2020, expiration date: 6/30/2023, explant date: (B)(6) 2021, UDI: (B)(4). Left eye: serial number: (B)(4). Lot number: l02-001448, implant date: (B)(6) 2021, mfg date: 12/5/2019, expiration date: 11/30/2022, explant date: (B)(6) 2021, UDI: (B)(4). The lenses have been received and are currently being evaluated.

Event description:
Site reported bilateral patient had the light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Both of the lenses were explanted (right eye explanted (B)(6) 2021; left eye explanted (B)(6) 2021). Rxsight's awareness date was 8/10/2021.

Manufacturer narrative:
Site reported bilateral patient had the light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Both of the lenses were explanted (right eye explanted on (B)(6) 2021; left eye explanted on (B)(6) 2021). Rxsight's awareness date was 8/10/2021. Both explanted lenses were returned for evaluation. Visual inspection and optical testing of the returned lenses found no issues with the lenses.

Event description:
Site reported bilateral patient had the light adjustable lenses explanted as the desired refractive outcome was not achieved after light adjustment treatments. Both of the lenses were explanted (right eye explanted on (B)(6) 2021; left eye explanted on (B)(6) 2021). Rxsight's awareness date was 8/10/2021.